Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/27/2015. It was reported that following insertion the patient experienced erosion, extrusion, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2013 due to suprapubic, pelvic and thigh pain, dyspareunia and painful urination. It was reported that patient underwent a hysterectomy in 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with robotic assisted total laparoscopic hysterectomy with bso and cystoscopy due to urinary stress incontinence, pelvic pain, symptomatic uterine fibroids and possible adenomyosis. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.